Manufacturer narrative:
(B)(4).

Event description:
I'm calling because my dad accidentally swallowed polident [accidental device ingestion]. This case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received polident (polident (unspecified denture adhesive or denture cleanser)) unknown (batch number unk, expiry date unknown) for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started polident (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting polident (unspecified denture adhesive or denture cleanser), the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident (unspecified denture adhesive or denture cleanser). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Adverse event information was received via call on (B)(6) 2019. The consumer reported "I'm calling because my dad accidentally swallowed polident, and I was wondering what we should do".